Event description:
Initial results for a patient sodium and chloride were 114 and 144 mmol/l respectively. When repeated, the results were 143 and 114. The incorrect results were not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepant results.